Event description:
A report was received that the patient was having discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was repositioned because it was too close to the midline incision part. The patient was reportedly doing well postoperatively.